Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported core separation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported separation. Based on the reported information, it is possible that inadvertent mishandling and/or manipulation during preparation of the guide wire caused the noted scratches and scrapings of teflon. Additionally, the stretched coils likely occurred when wiping the guide wire with the gauze causing the appearance of the coil break; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 014 allstar guide wire shaft was wiped with a sterile gauze before advancing in the anatomy and wire fragments were noted on the gauze. The coils separated from the wire. Another unspecified guide wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.